Event description:
Additional information received reported the cause of the event was use of a heated mattress pad. The patient experienced lower back pain, but did not want reprogramming because the pain resolved after discontinued use of the heated mattress pad. Programming was changed from cycling to continuous per patient request. There was no patient injury.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown programmer model 3037, serial # (B)(4).

Event description:
The patient reported pain and heat at the implantable neurostimulator location after using a heated mattress pad. The patient had used the heated mattress pad since the beginning of the week, but turned it to a higher setting last night. Additional information has been requested, but was not available as of the date of this report.